Manufacturer narrative:
This report is being filed on an international product, list number 06c36, that has a similar product distributed in the us, list number 04p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer questioned a nonreactive architect hbsag result for one patient. The following data was provided. (B)(6) 2023, sid (B)(6), architect hbsag: initial result 76.64 iu/ml (reactive). (B)(6) 2023 sid (B)(6). Architect hbsag: retest result 50.37 iu/ml (reactive), hbsag confirmatory testing was not performed, hbv dna determination pending, hbeag reactive, hbeab reactive, hbc igm 41.8 reactive, genome type pending, hbsab not performed. (B)(6) 2023 architect hbsag nonreactive, the customer questioned this result because no treatment had been given to the patient after the previous reactive results. No impact to patient management was reported.

Event description:
The customer questioned a nonreactive architect hbsag result for one patient. The following data was provided. June 22, 2023. Sid (B)(6). Architect hbsag: initial result 76.64 iu/ml (reactive). June 23, 2023. Sid (B)(6). Architect hbsag: retest result 50.37 iu/ml (reactive). Hbsag confirmatory testing was not performed. Hbv dna determination pending. Hbeag reactive. Hbeab reactive. Hbc igm 41.8 reactive. Genome type pending. Hbsab not performed. July 13, 2023. Architect hbsag nonreactive. The customer questioned this result because no treatment had been given to the patient after the previous reactive results. No impact to patient management was reported.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Clinical sensitivity testing was performed using an in-house retained kit of lot 43530fn00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Customer field data was used to assess the performance of the architect hbsag assay using worldwide data through abbottlink. The median population result for the lot is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lot. The overall sensitivity for the architect hbsag assay was estimated to be 99.52% (418/420) with a 95% confidence interval of 98.29% to 99.94%. Per product labeling, if the hbsag results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The customer indicated that additional testing would be performed. Based on the investigation, no deficiency for lot number 43530fn00 was identified.